Event description:
It was reported that 3 of 4 programs were no longer working on a lead. The patient had been advised to have a surgical revision but no decision by the patient had been made yet. X-ray showed no lead migration. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was further reported that the patients lead was revised as planned on (B)(6) 2012 and the event resolved.

Event description:
It was further reported that the patient has agreed to have a revision on (B)(6) 2012. If additional information is reported a follow up report will be sent.

Manufacturer narrative:
Patient programmer model 3037, serial # (B)(4), implanted: na, explanted: na; lead model 3889, lot # v367301, implanted: (B)(6) 2009, explanted: unk.

Manufacturer narrative:
Product ID 3889-28, lot# v367301, implanted: 2009-(B)(6), explanted: 2012-(B)(6), product type lead.

Event description:
Additional information received reported that the patient had her leads and ins (internal neurostimulator) replaced on (B)(6)-2012.